Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as wounds that have scabbed. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient¿s nurse placed gauze on the area for the skin irritation. Follow up indicated that the skin irritation improved.